Manufacturer narrative:
A ge service representative performed an onsite investigation. A printed circuit board was replaced and the a.t. Tank was ordered for replacement. It is anticipated that replacement of this part will restore the system to operate as intended. See scanned page.

Event description:
The customer reported that the system shut down on its own. No patient injury was reported.